Event description:
Pt was on the table having a pericardiocentesis and physician using a terumo guide wire and when the wire was being removed, the distal part of the guidewire was retained in the pericardial space, physician aware w/ no harm to the patient and image captured on flouro in pt chart.